Manufacturer narrative:
Concomitant medical products: dtma1qq crt-d, implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds on two occasions. The lead is still in use. No patient complications have been reported as a result of this event.